Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support troubleshoot the issue with customer over the phone, and recommended to run the unit for 24-48 hours. Contacted hospital's biomed and he reported that alleged malfunction could not be duplicated. The ventilator passed all testing.